Manufacturer narrative:
Physio-control further examined the removed quik-combo therapy cable assembly and determined that the cause of the reported issue was physical damage. The cable had external damage and an x-ray of the cable revealed that the internal wires had been severed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the quik-combo therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event, the quik-combo therapy cable assembly used with their device prohibited the device from delivering defibrillation therapy. No further details regarding the patient event have been provided to physio-control. This issue is patient related; however there was no adverse patient outcome reported. Upon evaluation of the device, physio-control observed that the device was no longer able to recognize the connection through the quik-combo therapy cable assembly and displayed "connect electrodes". In this state defibrillation, therapy would not be available to a patient, if needed.